Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l4-l5 due to degenerative lumbar scoliosis and spinal canal stenosis. Intra-op, while inserting the cage at l4/5, the cage broke after the surgeon hit the cage about 3 times with a hammer. The cage broke at the point where it connects with the inserter. The broken cage was completely removed and replaced with a new one. No fragment of the broken implant remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: optical and microscopic examination of the implant returned for analysis identified deformation, cracking, and fracture at the inserter mating face, consistent with significant impact during attempted implantation. If information is provided in the future, a supplemental report will be issued.